Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. There was no service record relevant to the reported event, found. However, the system was last serviced prior to the reported event per service record. The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that this report of while creating a flap, there was an area on the bed surface where the laser was not emitted, resulted in an incomplete flap in the left eye of a patient during flap creation procedure, the flap lift was not possible and the surgery was canceled without any action being taken, and the patient interface was checked a foreign material (something like glue) appeared to be attached to the glass surface after cataract surgery.